Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought that the pump would stop insulin therapy when the continuous glucose monitor (cgm) was not active. Subsequently, customer did not check blood glucose (bg) and bg lowered (41 mg/dl). Customer consumed glucose tablets/candy and stopped pump therapy. Customer's blood glucose elevated (187 mg/dl). Tandem technical support educated customer on how the cgm and pump work.